Event description:
During use of the device for an endoscopic vein harvesting procedure, the user reported the bipolar cord would not cut due to lack of power. The device would not cauterize the vein. An alternate device was employed to conclude the procedure. The user reported the procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.